Manufacturer narrative:
A partial lead with the connector pin measuring 5.3cm was returned for analysis. Damage at 4.4cm from the connector pin was noted. Inner insulation was found to be intact at this location

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.